Event description:
It was reported that "as the axsos 4.0 locking screw began to seat into the plate under hand power, the head of the screw sheared off before the torque limiter clicked over. The remaining portion of the screw was not retrievable.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.